Event description:
The customer reported the system lots its configuration set up and will not boot up properly. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and loaded the back up configuration files. The system operates as intended.